Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited color bars with no endoscopic image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 corrected fields: h11 (technical assistance support (tac)) the customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, which included shutting off the processor, disconnecting the paddle connector, inspecting it for damage or missing gold pins, cleaning it with an alcohol prep pad, and allowing it to dry. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.